Event description:
It was reported that noise was observed on ventricular channel via merlin.net transmission. It was also noted that the noise has been present since normal device change out 3 months prior. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.